Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the lamp could not be held near the heatsink due to disconnection in the lamp and the scope could not be attached due to the scope socket being depressed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the light source exhibited the scope could not be attached and the lamp could not be held by the heatsick. There was no patient involvement.